Event description:
It was reported that the zimmer electric dermatome was used for the purpose of the removal of a tattoo. It was reported that when the device was moved from the elbow towards the shoulder for removal of a brachial tattoo, ¿a part was exfoliated to all layers.¿ it was reported that the problem did not occur when the customer changed the direction the shoulder to the elbow. It was also reported that, the problem did not occur when this customer used the device for a different patient after the reported incident. No add¿l clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the investigation is complete.